Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(60 clinical study. It was reported that a stroke occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A 27mm watchman ® laa closure device was implanted with a complete seal and was placed distal to and spanned the entire laa ostium. In (B)(6) 2016, the patient was admitted to the hospital for small ischemic right middle cerebral artery stroke (mca). The patient was hospitalized and medication/regimen was adjusted. 17 days later the reported event was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this is a duplicate of 2134265-2016-08590.